Event description:
It was reported that the engineer tested the external pulse generator (epg) and discovered that the display screen did not show. The epg was returned for service. There was no patient involvement.

Event description:
It was reported that the engineer tested the external pulse generator (epg) and discovered that the display screen did not show. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found. It is noted that the battery returned with the device was run down; once the battery was replaced, the device tested ok.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.